Manufacturer narrative:
Medical device problem code: (B)(4). The device has been received for analysis; however, the analysis has not yet been completed. Upon completion of the problem analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used in a procedure performed on (B)(6) 2022. During the procedure, the device could not deploy off the bands. The procedure was completed with another speedband superview super 7. It was noted that there was no difficulty experienced upon setting up the device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable. No further information has been obtained despite good faith efforts.

Manufacturer narrative:
Block h6: medical device problem code a050501 captures the reportable event of bands unable to deploy. Block h10: the returned speedband superview super 7 (handle assembly and ligator head) was analyzed, and a visual evaluation noted that the slack's returned position suggested that it was not taken up correctly. The post did not show insertion marks of the trip wire, indicating that the trip wire was not secured. The suture thread was in good condition. The suture thread contained eight knots however the extra knot is not a production knot. It is possible that this knot could have been created by the manipulation when the device was removed. The returned ligator had seven bands attached, some of them had moved from their position and overlapped. The trip wire was cut, possibly during device removal. The device was observed under magnification and the ligator head teeth were found bent/damaged. Some bands are damaged. The suture hole was in good condition and the trip wire was confirmed that it was cut. A functional evaluation was performed by rotating the handle knob with an audible click and indents felt with each 180 degrees of rotation, it could be rotated without problems. No other problems with the device were noted. The reported event of bands unable to deploy was confirmed. Upon analysis, it was found that the ligator head teeth were damaged, the bands had moved and overlapped, suggesting inability of the device to deploy. A labeling review was performed and from the information available, this device was not used per the instructions for use (IFU)/product label. There was evidence found that the slack was not taken up correctly and the trip wire was not secured. These conditions could have caused the device to not work as intended, resulting in the device being unable to deploy and bands damaged. It is very important to the correct operation of the device that the user take up the slack and verify the trip wire correctly, otherwise it will slide inaccurately, and it will not have the required precision, so, the bands cannot be deployed as intended. Therefore, the most probable root cause for the encountered problems will be documented as failure to follow instructions due to problems traced to the user not following the manufacturer's instructions. A review of the manufacturing documentation for this device revealed that no anomalies or deviations related to the event occurred during manufacturing.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used in a procedure performed on (B)(6) 2022. During the procedure, the device could not deploy off the bands. The procedure was completed with another speedband superview super 7. It was noted that there was no difficulty experienced upon setting up the device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable. No further information has been obtained despite good faith efforts.